Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have both pitch cables broken at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis on both sides. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause was determined to be a component failure and related to device design. Additionally, the instrument was found to have all grip cables broken at the distal end which was related to the reported event and primary finding. The distal idler pulley spun freely and did not exhibit any damage. The root cause of broken ¿ distal instrument grip cables is attributed to a component failure. Due to the broken pitch and grip cables, the distal tip of the instrument was completely detached from the main tube. The instrument was also found to have the main tube broken. A piece measuring approximately 0.240¿ x 0.601¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to user mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has requested that the tenaculum forceps instrument be returned for evaluation, but it has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the instrument (pn 470207-10/lot # n10210607 0241) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the complaint acknowledges the grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the tenaculum forceps fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a cable on the tenaculum forceps instrument broke. The instrument was removed with the trocar and had to be disassembled to be removed from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 28-oct-2021 and 4-nov-2021 and obtained the following additional information: the event date was (B)(6) 2021. The instrument jaws were stuck on tissue when the issue was identified. The cable on the instrument was broken, so it was released without the instrument release kit (irk). There was no damage to the tissue. The reported procedure delay did not occur during warm ischemia time. The procedure was completed with a backup instrument. There was no unexpected tissue removal nor unexpected bleeding. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon was performing myoma removal when the issue occurred. The instrument jaws were clamped on myoma. There is no image or video available for review. Patient-related information could not be provided.